Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was not holding the connector directly over the leadless implantable pulse generator (ipg) which led to the capture anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited possible loss of capture on one beat. The device remains in use. No patient complications have been reported as a result of this event.